Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. See section d for any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered extreme pain, discomfort, soreness, malaise, swelling, systemic injuries, loss of energy, immobilization, excessive levels of chromium and cobalt and both acute localized damage to tissue and/or bone surrounding the acetabulum. Update rec'd 7/6/15 - medical records received. Upon revision, corrosion and metallosis were noted. The stem and sleeve are now being added to the complaint. This complaint was updated on 07/15/15.